Manufacturer narrative:
Reference record (B)(4). The device involved in the event remained implanted in the patient and was not returned for evaluation; therefore a return sample evaluation was not performed. Stoma site infection is a known complication of a peg tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2021 patient underwent procedure for the placement of percutaneous endoscopic gastrostomy with jejunal (peg-j) tube. The report indicated that on (B)(6) 2020 patient was prescribed oral antibiotic augmentin 875mg twice a day for 10 days for red and draining stoma.